Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms. This caused the pacemaker to trigger the lead safety switch (lss) and set the ra lead to the unipolar configuration. While in unipolar, the device stored inappropriate atrial tachy response (atr) episodes due to oversensing of myopotential noise. It was noted the p-waves were small, so reprogramming sensitivity to mitigate the noise was not an option due to the potential for undersensing. Troubleshooting was performed and no artifacts were provoked although there was some myopotential noise on the atrial channel. The ra lead was reprogrammed back to bipolar. Technical services discussed a potential lead integrity issue and recommended closer monitoring, and if the lss occurs again, a lead replacement should be considered. No adverse patient effects were reported. The lead remains implanted and in service.